Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellamap orion high resolution mapping catheter was used in a procedure. After completing the mapping with the orion catheter, an acute blood pressure drop was noted via the arm cuff. A rapid transthoracic ultrasound was performed which revealed an effusion. The catheters were removed from the patient and a second more in-depth echo was done and a pericardiocentesis was performed as well. It was reported that patient was stable and did not required surgery. A drain was left in the patient and the patient was admitted for further observation.